Event description:
The customer reported during ivtm therapy for a 72-year-old, 80kg male patient using the icy catheter (lot 199770), loss of fluid was observed. The thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message and the saline bag was empty. No leaked fluid was observed on the console, patient, or floor. Approximately 250 ml of saline infusion into the patient is suspected. The catheter had been inserted into the left femoral vein smoothly on the first attempt. The dwell time was 60 hours. The catheter was not replaced. The alarm on the console was cleared. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 199770) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot number 199770. Ccr 85526 was reported on oct 23, 2024, for a catheter leak, and investigation revealed a bonding leak at the proximal end of the medial balloon.